Event description:
Foley catheter balloon tested for inflation/deflation, the balloon did not deflate after water was instilled. Foley package ref number is a902916 package number (B)(4). No lot number found on foley or package. This is the second report of this issue (medsun report [redacted number]).